Event description:
A report was received that the patient was unable to charge the ipg after a non-device related medical condition wherein it was necessary to deliver an electric shock to the heart in order to stabilize the heartbeat. It was believed that the ipg might have been damaged. The patient underwent an ipg replacement procedure. The physician was not able to determine if malfunction was suspected because the battery would not turn on and suspected that the defibrillator affected the function of the ipg. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the complaint was confirmed. The device could not be charged nor linked. The source of the anomaly was due to u1-analog integrated circuit, which appeared to be damaged during the previous defibrillator use. The battery was depleted. It exhibited excessive sleep current leakage and a hot spot on the component when a charger was placed on the device. Vh and ground were shorted. These symptoms are the typical characteristics of high-voltage transient damage.

Event description:
A report was received that the patient was unable to charge the ipg after a non-device related medical condition wherein it was necessary to deliver an electric shock to the heart in order to stabilize the heartbeat. It was believed that the ipg might have been damaged. The patient underwent an ipg replacement procedure. The physician was not able to determine if malfunction was suspected because the battery would not turn on and suspected that the defibrillator affected the function of the ipg. The patient was reportedly doing well postoperatively.